Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to h2, h3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the facts obtained in the investigation, it is likely that a scope lamp error occurred due to a spare lamp failure. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had a scope lamp error. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.